Manufacturer narrative:
Product complaint # (B)(6). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. The sterile load information was reviewed to see if there were any other complaints of patient infection for any products sterilized in the same load. There were 12 different lots of product containing 574 devices. A review of the complaint files revealed there were no other complaints in which patient infection was reported. Based off the results from the sterile load review, it is unlikely the reported patient infection was caused by this mitek product. Although it is unlikely the mitek product was a source of the patient¿s infection, with the information provided, and without the complaint device to evaluate, we cannot determine a definite root cause for the reported problem. A manufacturing record evaluation was performed for the finished device lot number (19f16), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this was an abr (arthroscopic bankart repair) treating shoulder joint dislocation on (B)(6) 2020. Two events were involved with this case. The surgeon is used to handle caspari suture punch, but it was not available in the procedure. Therefore, he used the suture shuttle but had difficulty applying shuttle relay method. The inflow tubing happened to have the slit, and liquid overflowed through the slit. In both events, the surgeon used a replacement and completed the procedure less than 30-minute surgical delay. There was no harm to the patient. The devices were the first use when the issue occurred. Additional information provided by the affiliate reported only the inflow tubing will be returned for evaluation. It was also reported the patient has suffered from an infection but the affiliate could not provide additional details.